Manufacturer narrative:
Complaint conclusion: during coil embolization of a middle cerebral artery aneurysm, after they successfully completed the pre-deployment and checked the green light, they advanced and packed the deltapaq coil (cdf10051530/ c24952). When they tried to detach the coil, they found there was no green light, and it was not able to be detached. They changed to another detachment cable, but again it was not available to detach the coil and there was no green light. All connections appeared to fit properly without application of excessive force. The devices did not appear damaged in any way. There had been no resistance within the prowler select lp es microcatheter, and a continuous flush had been maintained through the microcatheter. The coil was removed completely from the patient without evidence of stretching or premature detachment, and the same enpower dcb and enpower cable were used to complete the procedure. Both of the connecting cables used during the case, as well as the dcb had functioned properly with other coils. There was no low battery light or fault light seen during the case, and during the detachment cycle, the detachment light did not illuminate and the audible signal beep was not heard. The event did not result in a clinically significant delay in the procedure. The device positioning unit (dpu) passed electrical testing with resistance at 53.1 ohms and the enpower systems go green light illuminated. Upon receipt it was found that the detachment fiber did not receive heat and melt. The coil detached on the first detachment cycle. The dpu passed post-detachment electrical testing with resistance at 53.5 ohms and the enpower systems go green light remained illuminated. No manufacturing defects were found. Laboratory post-detachment testing found that the detachment fiber received heat and melted as designed. There was additional unreported damage found on the coil, however, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The coil was inserted into the hoop dispenser unsheathed and outside the introducer sheath. There was no report of a resheathing difficulty that would have caused this separation. The introducer sheath and the device positioning unit (dpu) were separated from each other prior to insertion into the hoop dispenser. This action may have produced damage to the unit. The coil had proximal coil stretching and a loss of secondary shaping to the distal section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach could not be confirmed. Laboratory testing could not duplicate the field complaint as the dpu passed electrical testing and the coil was detached on the first detachment cycle, therefore the root cause of the coil not detaching and the green light not illuminating on the enpower dcb at the same time cannot be determined. In addition, without the return of the complete detachment system and the prowler lp es microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. The unreported damages found on the device were most likely related to how it was prepared and packaged for return shipment. There is no evidence to suggest these damages were related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Information regarding patient age, weight and gender were not provided. Additional information will be provided within 30 days of receipt.

Event description:
During coil embolization of a middle cerebral artery aneurysm, after they successfully completed the pre-deployment and checked the green light, they advanced and packed the deltapaq coil (cdf10051530/ c24952). When they tried to detach the coil, they found there was no green light, and it was not able to be detached. They changed to another detachment cable, but again it was not available to detach the coil and there was no green light. All connections appeared to fit properly without application of excessive force. The devices did not appear damaged in any way. There had been no resistance within the prowler select lp es microcatheter, and a continuous flush had been maintained through the microcatheter. The coil was removed completely from the patient without evidence of stretching or premature detachment, and the same enpower dcb and enpower cable were used to complete the procedure. Both of the connecting cables used during the case, as well as the dcb had functioned properly with other coils. There was no low battery light or fault light seen during the case, and during the detachment cycle, the detachment light did not illuminate and the audible signal beep was not heard. The event did not result in a clinically significant delay in the procedure. The device is expected to be returned for analysis.